Event description:
It was reported that a pt's pump alarm was heard and confirmed by telemetry. Telemetry confirmed it to be a critical alarm. The pump logs read "reset occurred - low battery;" the pump was in "safe state." It was also reported that the pt experienced withdrawal. The pt was in the emergency room. The treatment planned for the pt was to replace the pump. The medication administered via the pump was morphine (concentration of 5 mg/ml) at a dose of 1.5 mg/day. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).